Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 338 mg/dl for approximately three hours when the ilet was not receiving cgm readings while the dexcom g7 was providing data, resulting in concerns that the ilet was not dosing properly; pairing of the new cgm sensor to the ilet was completed during troubleshooting, insulin delivery resumed, and glucose began trending down, with education provided to perform an infusion site change if glucose did not continue to decrease and a goodwill replacement of infusion sets offered. Symptoms included elevated blood glucose without reported acute clinical effects. Outcomes included no hospitalization, no professional medical intervention, and no backup therapy. Investigation included technical support review and device-patient interface troubleshooting. Investigation of this case revealed that the issue was consistent with a communication or integration problem between the cgm and the ilet that resolved after proper pairing, with the cause of hyperglycemia remaining unclear. It was concluded that the event was user-correctable through proper sensor pairing and standard site management guidance, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.